Event description:
Pt reported pump problem, when she tried to change the cartridge cadd at the time of the cartridge supposed going down and enter on the pump, but did not occur. Pt tried few times, also changed batteries but still not working. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.82. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury.